Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 25 occurred prior to removing the cartridge. Reportedly, customer did not remove the cartridge. Customer changed the pump supplies and resumed insulin delivery. In addition, it was reported the customer experienced elevated blood glucose (bg) levels (500-650 mg/dl); cause was unknown. Customer delivered a bolus to address bg level.